Manufacturer narrative:
The device was not returned to the manufacturer so no evaluation was performed on the system. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the components on the compressor board were burned. The issue was found during prime. The customer continued the case and no patient injury was reported.